Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms. Customer stated that the error alarms occurred during rewind and during bolus. Blood glucose level at the time of the incident was 74 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected motor error alarms were noted. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The motor was tested outside of the unit and it passed. The pump had a missing reservoir tube o-ring, minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker.